Event description:
The manufacturer received information alleging a ventilator's touchscreen was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issue.